Manufacturer narrative:
H6: upon receipt of the device ventec downloaded its electronic logs (system logs) for analysis, but no discrepancies were observed. The device was then evaluated by ventec where the reported issues of measuring lower peep (positive end expiratory pressure) than set and low inspiratory pressure could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering low inspiratory pressure and lower than set peep (positive-end expiratory pressure). There were no reports of patient use associated with the reported issue.